Event description:
During MFR review of a vns pt's programming history, it was noted a faulted systems diagnostics test occurred on (B)(6) 2006, which caused the settings to change to systems diagnostics default settings. The change was noted upon reinterrogation of the pt's generator and all settings were corrected except for the off time, which remained at 60 minutes. The off time was not corrected until (B)(6) 2006.

Manufacturer narrative:
Analysis of programming history.